Event description:
It was reported that during a remote follow up of a non-device related episode of atrial fibrillation, no episode alerts were observed on the device. Abbott technical support was contacted and the absence of the alert was suspected to be due to interrogation occurring during the event before the episode had reached the alert criteria. No intervention was required. The patient was in stable condition.